Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 11 months post implant of this 25mm aortic bioprosthetic valve, the patient presented with severe aortic insufficiency, and a prolapsing right leaflet was observed. No treatment was reported. No adverse patient effects were reported. Subsequently 30 days later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.